Event description:
The customer reported the device caught on fire upon activation. The fire was extinguished immediately. No patient injury occurred. The incident device is with the hospital risk manager and is not available for evaluation. No additional information was provided.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.